Event description:
It was reported that during a pulse generator replacement procedure, an impedance anomaly and lead fracture were noted. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the impedance issue was due to a fractured proximal coil. The proximal insulation, distal insulation, and proximal coil were broken at 21 cm from the connector pin due to clavicular crush. Electrical measurements revealed an intermittent short circuit between the coils caused by the damaged distal insulation.